Manufacturer narrative:
Investigation: the set was returned for evaluation. Terumo bct japan confirmed that air was in the set. No defects were found with the set upon evaluation. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during setup, an alarm pressure test failure occurred. The customer connected the needle to the donor and opened the clamp on the donor line and the diversion bag line to take a sample of blood. The operator then noticed air in the diversion bag and closed the clamps. Following the event, the donation room staff checked the health condition of donor 2 times (at that time and when the donor got home). The donor reported that they "didn't feel bad" and the customer judged there was no actual injury or impact to donor safety. Patient information is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6, h.7 and h.10. Corrected information is provided in e.1. Investigation: the device history record was reviewed for this lot. There were no issues identified that would have contributed to the air in line experienced by the customer. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated to address pinch clamp no occluding the sample bag line consistently. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Event description:
The customer declined to provide patient information.

Manufacturer narrative:
This report is being filed to provide additional information in e.1.